Event description:
It was reported that the patient one of pacemaker leads exhibited an unknown product performance anomaly causing the device removed. To date, this lead remains in service. No adverse patient effects were reported.